Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general),") and ectopic pregnancy with contraceptive device ("pregnancy (ectopic).") In a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included topiramate (topamax). In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue,") and weight increased ("weight gain / loss specify which one: weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with methotrexate, surgery (diagnostic laparoscopy followed by exploratory laparotomy with adhesiolysis left salpingooophorecto ) and surgery (diagnostic laparoscopy followed by exploratory laparotomy with adhesiolysis left salpingooophorecto ). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, ectopic pregnancy with contraceptive device, urinary tract infection, migraine, headache, fatigue and weight increased outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, migraine, pelvic pain, urinary tract infection and weight increased to be related to essure. Diagnostic results: on (B)(6) 2016, surgical pathology report: final diagnosis: left fallopian tube contents, biopsy: degenerating tissue fragment. Left ovary and fallopian tube, salpingo-oophorectomy: hemosalpinx consistent with history of remote ectopic pregnancy. Benign functional cortical cysts of ovary. Clinical information: "preop diagnosis and history: chronic pelvic pain left lower quadrant, past history of ectopic pregnancy left fallopian tube. Gross description: a labeled "foreign body from lumen of left fallopian tube" received in formalin is a 1.5 x 0.7 x 0.6 cm pale tan-white rubbery cystic tissue fragment with a tapered strip of tissue measuring 3.5 x 0.1 x 0.1 cm the entire specimen is submitted in cassette a. On (B)(6) 2017, (xr hysterosalpingogram) infertility impression: status post removal of left fallopian tube. Occluded right fallopian tube approximately 1-1 .5 cm distal to its origin. A subsequent hysterosalpingogram done on (B)(6) 2016 showed patency of the right fallopian tube and no visualization of the left fallopian tube secondary to occlusion. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (general), infection (bladder/ urinary tract/vaginal) type: uti, migraines / headaches, pain, fatigue, weight gain / loss specify which one: weight gain, pregnancy (ectopic). Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Evaluation coded updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general),") and ectopic pregnancy with contraceptive device ("pregnancy (ectopic).") In a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included topiramate (topamax). In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue,") and weight increased ("weight gain / loss specify which one: weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with methotrexate, surgery (diagnostic laparoscopy followed by exploratory laparotomy with adhesiolysis left salpingooophorecto). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, ectopic pregnancy with contraceptive device, urinary tract infection, migraine, headache, fatigue and weight increased outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, migraine, pelvic pain, urinary tract infection and weight increased to be related to essure. Diagnostic results: (B)(6) 2016, surgical pathology report: final diagnosis: a. Left fallopian tube contents, biopsy: degenerating tissue fragment. B. Left ovary and fallopian tube, salpingo-oophorectomy: 1. Hemosalpinx consistent with history of remote ectopic pregnancy. 2. Benign functional cortical cysts of ovary. Clinical information: "preop diagnosis and history: chronic pelvic pain left lower quadrant, past history of ectopic pregnancy left fallopian tube. Gross description: a labeled "foreign body from lumen of left fallopian tube" received in formalin is a 1.5 x 0.7 x 0.6 cm pale tan-white rubbery cystic tissue fragment with a tapered strip of tissue measuring 3.5 x 0.1 x 0.1 cm the entire specimen is submitted in cassette a. (B)(6) 2017, (xr hysterosalpingogram) infertility impression: status post removal of left fallopian tube. Occluded right fallopian tube approximately 1-1 .5 cm distal to its origin a subsequent hysterosalpingogram done on (B)(6) 2016 showed patency of the right fallopian tube and no visualization of the left fallopian tube secondary to occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical complaint) incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding general') and ectopic pregnancy with contraceptive device ('pregnancy ectopic') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 and abortion. Concurrent conditions included menses irregular. Concomitant products included topiramate (topamax). In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue,"), bacterial vulvovaginitis ("bacterial vaginitis"), anxiety ("psychological or psychiatric problems condition:anxiety"), depression ("depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and ovarian cyst ("benign functional cortical of ovary"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("condition type of disorder or condition: fibroid"). The patient was treated with methotrexate and surgery (diagnostic laparoscopy followed by exploratory laparotomy with adhesiolysis left salpingooophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, nausea, dyspareunia, alopecia, abdominal pain, back pain, vaginal haemorrhage and menorrhagia had resolved, the genital haemorrhage, weight increased, anxiety and depression was resolving and the ectopic pregnancy with contraceptive device, urinary tract infection, migraine, headache, fatigue, bacterial vulvovaginitis, uterine leiomyoma, dysmenorrhoea and ovarian cyst outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial vulvovaginitis, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 discrepancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: successful obstruction of the fallopian tubes. Diagnostic results: (B)(6) 2016, surgical pathology report: final diagnosis: a. Left fallopian tube contents, biopsy: degenerating tissue fragment. B. Left ovary and fallopian tube, salpingo-oophorectomy: 1. Hemosalpinx consistent with history of remote ectopic pregnancy. 2. Benign functional cortical cysts of ovary. Clinical information: "preop diagnosis and history: chronic pelvic pain left lower quadrant, past history of ectopic pregnancy left fallopian tube. Gross description: a labeled "foreign body from lumen of left fallopian tube" received in formalin is a 1.5 x 0.7 x 0.6 cm pale tan-white rubbery cystic tissue fragment with a tapered strip of tissue measuring 3.5 x 0.1 x 0.1 cm the entire specimen is submitted in cassette a. (B)(6) 2017, (xr hysterosalpingogram) infertility. Impression: status post removal of left fallopian tube. Occluded right fallopian tube approximately 1-1 .5 cm distal to its origin a subsequent hysterosalpingogram done on (B)(6) 2016 showed patency of the right fallopian tube and no visualization of the left fallopian tube secondary to occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-apr-2020: pfs received-new events bacterial vaginitis, psychological or psychiatric problems condition: anxiety, depression, condition type of disorder or condition: fibroid, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, abdominal pain, lower back pain, vaginal bleeding, menorrhagia, benign functional cortical of ovary, were added. Reporters were added. Event outcome of pain, cramping, nausea, abnormal bleeding, anxiety, depression, painful intercourse, weight gain, hair loss was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.